Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ("painful ovulation") and dysmenorrhoea ("painful menstruation/dysmenorrhea(cramping)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and amenorrhoea ("injury(ies) or complication please describe: didn't have period for 8 months after procedure.") And was found to have weight increased ("weight gain"). In 2010, the patient experienced dyspareunia ("dyspareunia((painful sexual intercourse)"). In 2011, the patient experienced fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"). On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (partial) and total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the ovulation pain, abdominal distension, menstrual disorder, anxiety, depression, fatigue, weight increased and amenorrhoea outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia and diarrhoea had resolved. The reporter considered abdominal distension, amenorrhoea, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovulation pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. On or about october of 2013 patient was required to undergo a hysterectomy with removal of the essure devices and has been left with serious injuries . Discrepancy in essure insertion dates : 2011, 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received : following events were added: abnormal bleeding (vaginal, menorrhagia), dyspareunia(painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: diarrhea, weight gain, injury(ies) or complication please describe: didn't have period for 8 months after procedure,.essure confirmation test not conducted. Outcome of the event cramping was changed from unknown to recovered/resolved. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ('painful ovulation') and dysmenorrhoea ('painful menstruation/dysmenorrhea(cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted no". The patient's concurrent conditions included obesity. In 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and amenorrhoea ("injury(ies) or complication please describe: didn't have period for 8 months after procedure.") And was found to have weight increased ("weight gain"). In 2010, the patient experienced dyspareunia ("dyspareunia((painful sexual intercourse)"). In 2011, the patient experienced fatigue ("fatigue") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea,"). On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), menstrual disorder ("abnormal menses/didn't have periods for 8 months"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy (partial) and total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6)2013. At the time of the report, the ovulation pain, abdominal distension, menstrual disorder, anxiety, depression, fatigue and amenorrhoea outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, diarrhoea and weight increased had resolved. The reporter considered abdominal distension, amenorrhoea, anxiety, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, ovulation pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. On or about (B)(6)2013 patient was required to undergo a hysterectomy with removal of the essure devices and has been left with serious injuries . Discrepancy essure insertion dates : 2011,2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received- outcome of weight gain was updated from unknown to recovered resolved. Reporters information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovulation pain ("painful ovulation") and dysmenorrhoea ("painful menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced ovulation pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy) and surgery (undergo a hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the ovulation pain, dysmenorrhoea, abdominal distension, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, menstrual disorder and ovulation pain to be related to essure. The reporter commented: patient had sought treatment on multiple occasions for symptoms. On or about (B)(6) of 2013 patient was required to undergo a hysterectomy with removal of the essure devices and has been left with serious injuries . Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.